Event description:
An olympus field service engineer (fse) observed during a device evaluation that the high flow insufflation unit exhibited an abnormal flow rate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the abnormal flow rate was not reproduced. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.